Event description:
It was reported that there was noise on the atrial channel picked up from the ventricular channel, and the ventricular channel electrogram showed smaller r-waves than the atrial. The sensitivity was programmed higher. Device is still in use. No patient complications were reported as a result of this event. On aug 8, 2010: additional information received indicated the device was at elective replacement indicator and had possible premature battery depletion.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.